Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had frozen display. Customer's blood glucose at time of incident was 249 mg/dl. Customer advised the pump screen is not completely blank. Customer stated that the alarm occurred during the time the buttons stopped responding. Customer stated that unable to check the alarm history. The customer was advised to insert new aaa alkaline battery and pump did not alarm. Customer stated that the time o'clock is not advancing with no frozen display. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.

Manufacturer narrative:
The pump was received with a frozen scree due to a problem isolated to the mother board. Unable to perform any tests due to a frozen screen. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window noted. No unexpected frozen screen was noted during testing. However, moisture damage was noted on the mother board.